Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has been experiencing an increase in seizures since the last visit. It was reported that the patient has experienced about 3-4 complex partial seizures per month. It is unknown whether or not this is above the patient's pre-vns baseline frequency. It was reported that the patient has not had satisfactory responses to magnet mode stimulation. Device diagnostics showed that the generator was near end of service and the patient would be referred for surgery. Attempts to obtain additional information will be made, but no information has been received to date.